Event description:
It was reported that the patient recently fell and has been experiencing a shocking sensation. They had their device checked and presented with high lead impedance and then was referred for a revision. The shocking sensations were noted to the in the patients chest and down their arm. The patients device was also disabled. Additional information received from the patient noting that a few weeks ago he fell and hit the device when he fell. After that he passed the magnet over the device and he felt sparks poking around the generator. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting the patient underwent a full revision. The explanted lead has not been received by product analysis to date.